Event description:
It was reported that during a follow up the device exhibited intermittent telemetry problems. The device could not be interrogated as the interrogation stopped halfway through. The clinician elected to attempt trying a different room and programmer. Upon reestablishment of telemetry, diagnostic data was unable to be read. The pt would be brought back for reevaluation.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.